Event description:
It was reported that intermittent malfunction alarms occurred. Customers blood glucose level was 575 mg/dl. Customer delivered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.